Manufacturer narrative:
One device was received for evaluation. Visual inspection was performed and confirmed the reported problem. It was determined that the downstream occlusion seal was the root cause and was replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had an event of bubbled and unattached downstream occlusion seal. The event occurred during testing.